Manufacturer narrative:
H6: type of investigation: 4110, lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced lens rotation not associated to a low vault. Lens was repositioned but that did not resolve the problem. The lens exchanged for a longer length lens and the problem was resolved. Cause of the event was unknown. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial in liquid with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).